Manufacturer narrative:
The device is not being returned for evaluation.

Event description:
During a shoulder cuff repair, the anchor broke off during insertion. It was confirmed that it was removed and a back-up was available to complete the procedure. The surgeon experienced approx a 5 minute delay as a result. No pt injury or procedural complications resulted. At this time, it is unk how the site was prepared prior to attempted insertion.